Event description:
It was reported this was a bilateral arteriotomy closure using the pre-close technique via 6f sheath holes prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device on the calcified left common femoral artery (lcfa). The sutures of two new proglide devices were successfully pre-placed. Two proglide devices were successfully pre-placed in the right common femoral artery (rcfa). The sheaths were upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the lcfa and the rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, based on the returned analysis, an anterior needle to cuff miss occurred. It is likely that an interaction with patient anatomy (calcification) with the device during deployment contributed to the reported needle to cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.